Event description:
It was reported that this tactra device was not used and instead, an ambicor penile prosthesis (app) was used since it was a better fit for the patient. Also, a proximal perforation was noted during surgery. The rear tips were sutured to the corpora to let the patient heal since this perforation was unknown until the time of the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this tactra underwent a thorough analysis. The cylinders were visually and microscopically examined. No anomalies were found with the cylinders. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.